Event description:
It was reported that the pt noticed a burn on the left cheek immediately post procedure. The most severe lesion is about the size of a finger in a straight line. It is unk if good contact was maintained throughout the treatment, because the pt's face was swollen from newthera procedure. The thermage treatment was performed immediately after the newthera procedure. According to the physician, the burns are second and third degree burns. The pt received dressing for the burn and it has improved drastically. In the physician's opinion, the burn will not heal without a permanent scar.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion of the investigation.